Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced and the software with nodes were reloaded. Also, the power supply was repaired. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to save pt images and was mixing them. No report of pt injury.